Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The second perclose proglide device is being filed under a separate medwatch MFR number. The customer reported the device was discarded. The lot number was provided. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The device was reported to have been discarded. Without the device evaluation, a cause for the reported cuff miss could not be determined. A cuff miss can be affected by numerous factors including, but not limited to, manufacturing issues, user technique, or patient anatomy. To ensure this type of experience is not a result of a potential product related deficiency, the needle trajectory of every device is checked during manufacturing. In addition, a sampling of finished devices is destructively tested to verify the functionality of the device. Failure to position and maintain the device at a 45 degree angle throughout deployment, rotating the device at any point during plunger/needle deployment, aggressively deploying or removing the plunger and/or inadequate positioning of the foot against the arterial wall can be contributing factors. However, information in regards to the user technique was not provided. A review of the finished product lot history record did not reveal any nonconforming material records that would have affected the reported needle to cuff miss event. A query of the complaint-handling database was performed and no product quality deficiency was identified.

Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a perclose proglide device after a diagnostic procedure. Reporteldy, a cuff miss occurred. Another proglide was used with the same results. Hemostasis was achieved using a third proglide device. There was no adverse patient sequela. Reportedly, the physician is trained in the use of the device. Though requested, no additional information was provided.